Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8703w, lot# l62641, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that in (B)(6) 1999, the patient was having extreme headaches. The patient turned the bed to the floor. A blood patch was performed that lasted 2 to 3 days. There was a second blood patch scheduled to be done because the patient¿s headache returned. Then the headache resolved on its own. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.